Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a loss of stimulation. The implantable neurostimulator (ins) was dead due to her not recharging. The consumer was not sure how long it had been dead, but could tell because the patient was shaking. She also experienced dizziness and the consumer was not sure if it was related to the device, but did not think so. The patient also had a brain shunt and CT scan, but they did not find anything. She had just moved and had no current managing healthcare provider (hcp). A recharger and programmer were ordered. A manufacturer representative (rep) later reported that he met with the patient regarding the overdischarge. The rep did a physician mode recharge and cleared the power on reset (por). The device was working and the patient was sent home to charge. The consumer confirmed this and that the rep had got the device charged up to 50%. They would finish charging on (B)(6) 2016 because the patient needed assistance with charging. The consumer noticed an improvement in the patient¿s shaking already. The patient¿s indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.